Event description:
Hlth care professional (hcp) reported a blood leak on a 6th use dialyzer. Per hlth care professional, found during pt use. Per hlth care professional, amount of blood loss unk, and no medical intervention required.